Manufacturer narrative:
The field service representative found a leaky air check valve in the ice bank control system. Because of this leak, there was water in the tube and in the pressure switch. The service representative replaced the mini-compressor assembly containing the check valve and returned it to the manufacturer for evaluation. The returned mini-compressor passed all testing. The check valve operated properly during all testing. The complaint was unconfirmed. The system was returned to the customer and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the compressor on the tcm stopped making ice after a few hours. The ice made was only 1/4 the size of the normal sized ice block. No patient injury was reported.